Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a permanent failure flag enabled which had rendered the battery inoperable. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a lack of proper write/verify data into the u2 (B)(4) chip flash memory, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the battery would not register to either the controller or the battery charger. Also, the battery would not charge or discharge. The battery was exchanged. No patient complications have been reported as a result of this event.